Event description:
It was reported that the vinyl catheter was packaged backwards. The patient noticed this issue prior to inserting the catheter and voiding.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be "lack / incorrect instructions and/or visual aid for operation of fill the cavity." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the vinyl catheter was packaged backwards. The patient noticed this issue prior to inserting the catheter and voiding.